Manufacturer narrative:
The universal surgical manipulator (usm) has been evaluated by the failure analysis (fa) team. Fa was able to confirm the issue via logs but was not able to reproduce the issue. The unit was tested on an in-house system in normal mode with no related errors. The unit was also tested on a test platform with no related errors.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted gastric bypass (roux-en-y) surgical procedure, the customer encountered an error 22020 on the universal surgical manipulator 3 (usm3) preventing the customer from registering the instrument on the usm. It is unknown if the customer was able to complete the procedure with all four usms. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse went on site but was not able to replicate the issue. The isi fse replaced the usm as a precaution. The system was tested and verified as ready for use. Isi has received the part; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted when failure analysis has completed their investigation.